Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for cap breakage and leaking during preparation. It was reported that during clip delivery system preparation, the lock lever cap was broken and leaking was noted. There was no patient involvement. No additional information was provided regarding this issue.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated and the reported issue was confirmed and potential product quality issue was identified. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.